Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). Investigation results: a visual examination of the returned complaint device was performed through high magnification, and it was found that the balloon had a pinhole located at the proximal section of the balloon material, thereby confirming the reported event of balloon leak. Dry contrast was also noticed inside the balloon. Functional analysis could not be performed as the balloon lumen was blocked, and it was not possible to unclog it. This failure is likely due to factors encountered during the procedure, such as the manner in which the device was handled and manipulated, the technique used by the physician, the interaction between the scope and the balloon, and normal procedural difficulties could have possible affected the device performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the upper and middle of the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with metal stenting procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the balloon was leaking. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.